Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month following the implant of this transcatheter bioprosthetic valve, an unspecified atrio-ventricular block occurred and a pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the valve implant, the patient developed fevers at home. At fourteen days post-implant, the patient went to the emergency department (ed) but was sent home. The patient went back to the ed the next day but was sent home again. One day later, the patient was called to return to the ed as the blood cultures were coming back positive, at twenty days post-implant, transesophageal echocardiography (tee) was performed but did not show endocarditis. At twenty-four days post-implant, the patient experienced consistent runs of ventricular tachycardia (v-tach) and magnetic resonance imaging (MRI) revealed acute multifocal small ischemic strokes and cardioembolic (query septic embolism). At twenty-five days post-implant, repeat tee showed evidence of endocarditis. At twenty-nine days post-implant, baseline first-degree atrioventricular (av) block (pr 250 milliseconds) with periodic 2:1 av block was noted. At one month and two days post-implant, the patient experienced multiple episodes of complete heart block (chb) overnight and a temporary pacemaker was placed. At one month and three days post-implant, the patient underwent a sternotomy and surgical aortic valve replacement with a non-medtronic valve (27 mm edwards perimount magna ease). The following interventions/procedures were also performed using non-medtronic devices: annular and subannular abscess debridement, annular reconstruction, ligation of left atrial appendage, and a transesophageal echocardiogram. At one month and four days following the medtronic transcatheter valve implant procedure, and one day after the surgical replacement procedure, a leadless pacemaker was implanted. No additional adverse patient effects were reported.